Manufacturer narrative:
The right ventricualr lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up a ventricular lead was suspected to be dislodged. At this time it is unknown which lead may have dislodged. A medical or surgical intervention maybe scheduled at a later date to replace the right ventricular lead. No additional adverse patient effects reported. Ventricular lead remains in service.